Event description:
Customer reports to have received a program safety alarm. Customer states alarm was received with every battery change. Cusomer was assisted in setting time and date. No further information provided.

Manufacturer narrative:
Pump was received with program safety error alarm after battery change due to leaky c1 on mother board. Unit had scratched overlay and cracked overlay on case